Event description:
It was reported that a user experienced persistent high blood glucose reported at 380 mg/dl after starting an ilet system, with elevated values overnight and on waking. Data review indicated frequent meal announcements beyond usual patterns and an incorrect weight entry that was set to 13 pounds instead of 130 pounds. Customer care provided support that included consultation with clinical support, data synchronization and review, verification of user-entered settings, and a factory reset with re-entry of correct weight and guidance on appropriate meal announcement. Investigation of this case revealed no device malfunction; the device¿s adaptive algorithm had been maladapted by excessive meal announcements and incorrect patient weight input, which likely contributed to the hyperglycemia. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.